Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she was having problems with the device including a return of symptoms. Since then the patient had intermittent symptom control (would experience symptom control for two days and not for the next two days). She also had to get up again for the last two nights. This was considered sudden in onset. The patient also noted that she didn't really receive specific information about therapy/ programming and the information was reviewed immediately after surgery when she was fuzzy and still recovering from anesthesia. The patient reportedly had another doctor's appointment in (B)(6) and was going to adjust stimulation based on symptom control until then. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported later that they notified their health care provider and went to their appointment on (B)(6) 2016 at 11:30 am. The steps taken to resolved the return of symptoms was adjusting the interstim with the device that they carry with them. It was reported 10 days later that patient met with their health care provider and she has taken care of the return of symptoms the patient thinks it has been fixed. The steps taken to resolved the return of symptoms was turning off device on monday (B)(6) 2016 and turned it back on thursday (B)(6) 2016 to reset it. It seemed to be working like it did when it was first put in.

Manufacturer narrative:
Additional review determined this event is no longer considered a serious injury. Additional review determined (B)(4) no longer applies to this event.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ytyr, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient reported the interstim was worthless. The patient reported a lead wire was fractured and instead of trying to fix the wire they just kept reprogramming it and upping it and it was still not working. The patient reported now they had to completely shut off and they put her on medication which was working. The patient stated if they can¿t fix it and make it work she wants it out of her body. There was no date set for removal. The patient noted they hadn¿t even attempted to fix the wire. The patient noted she sees a healthcare professional (hcp) and all they had done was reprogram it and it does nothing. The patient noted it had been not working on and had been off since (B)(6). The patient reported a lack of therapeutic effect then they found out the problem with the lead wire. The patient noted she wanted to commit suicide because of this and if the manufacturer cannot help her with it then she was done. The patient noted her lead fractured about two weeks after implant however it was not discovered in (B)(6) 2016. The patient noted she had an appointment in (B)(6).